Event description:
Info received indicates, there is a broken weld on the left head siderail, preventing the siderail from latching. The siderail slide bracket is also damaged.

Manufacturer narrative:
The tech replaced the left head siderail to repair the bed.